Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015, resulting in medical intervention due to a hypoglycemic event. The sensor was inserted on (B)(6) 2015. Patient reported he was driving at the time of the event. A police officer received an anonymous phone call that the patient was confused. The officer called for an ambulance. After arriving at the scene, the emergency medical technician (emt) read 62mg/dl on cgm system and finger stick bg reading of 27mg/dl. The emt administered 2 tubes of glucagon. The patient was transported to the hospital, where patient received intravenous (IV) drip and blood tests were taken. Blood test results unknown. Patient stated they were currently in the hospital although they will not be staying overnight. At the time of contact, the patient's condition was stated by patient as "healthy". No additional event or patient information is available. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. A root cause for the reported inaccuracy cannot be determined. Additionally, it should be noted that diabetes mellitus is a known cause of hypoglycemia.